Event description:
Additional information was received from the patient. The patient reported that the statement that the device was not working was that they had the device since september 2016 (9 years). They reported that the issue was caused by normal battery depletion. They reported that the cause of the device not working was unknown but they reported that the likely cause was that the battery in the device was depleted. They reported that they had not felt stimulation in years. They stated that they take gemtasa to control the incontinence. They reported that the issue had not yet been resolved. They reported that the cause of the patient programmer not working was unknown and what likely caused the issue was battery depletion. They reported that steps taken to resolve the issue was that possibly a new device would be installed. They reported that the issue had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 3037, serial# (B)(6), product type programmer, patient h11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_ptm_prog (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device is not functioning, it does not work, and the patient programmer does not work. The caller was not able to clarify further.